Event description:
This report is based on information provided by a philips bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the als 861290 (heartstart xl+ defibrillator/monitor) indicating that the device is experiencing a decreased energy output. The event was outside of use and there was no reported patient nor user harm. The device was received and evaluated at bench. During startup the device emitted an alarm and issued the error messages "power test error" and "treatment unavailable; operation check required." Operational check was performed, the therapy delivery test was displayed as failed. Bench repair technician confirmed the deterioration of the therapy capacitor. The returned deteriorated therapy capacitor has been discarded per local procedures. The therapy capacitor was replaced. Operational check was performed, the device is confirmed to be fully functional. The device was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was deteriorating therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.